Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy inside the patient; however, when it was removed from the patient, the bands would deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.